Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. Review of the alarm history review identified the reported f-38 alarm. The cause of the alarm was determined to be damaged force sensing resistors. In order to address this condition, the tube misloading sensors were replaced. The device was restored to a good working condition and returned to the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A CAPA has been opened to address this issue. Should additional relevant information is available, a supplemental report will be submitted.